Manufacturer narrative:
Submit date: 1/11/2018 a device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requir ements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and revealed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. A 6m (six method) analysis was conducted and there is insufficient information available to determine a most likely root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected damage, incorrect assembly, and cannula pull-out. The lot met all defined acceptance requirements and was released. Based on the investigation the initiation of a CAPA is not necessary, as an exact root cause could not be identified and a systemic issue with the process /product was not identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states needles came off and it is leaking around the hub.